Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.09 on a pt. Sample collection: (B)(6) 2011, 13:40 sample a collection; (B)(6) 2011 13:44 sample b collection. I-stat: (B)(6) 2011 14/53 <0.01 ng/ml (sample a); (B)(6) 2011 14:57 0.09 ng/ml (sample a). Centaur (lab): (B)(6) 2011 21:15 <0.006 ng/ml; (B)(6) 2011 06:47 <0.006 ng/ml; (B)(6) 2011 13:03 <0.006 ng/ml. Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).